Event description:
It was reported that during a prostate procedure, error 172 and 173 were observed. The procedure could not be finished. Additional information not reported. No patient injury was reported.

Manufacturer narrative:
System analysis/service repair: the console was evaluated in the field and it was determined that the resonator needed to be replaced. The resonator was returned to ams and received on (B)(6) 2014. Product evaluation summary: fa performed (B)(6) 2014: the evaluation of the resonator revealed red and black diode cables were not grounded and a shift in diode wavelength was noted. Both lbos were moisture damaged and q-switch was burnt. The coupler cover was stuck. The diode s/n: (B)(4), lbos s/n: (B)(4), q-switch s/n:(B)(4), coupler cover and desiccant were replaced. The resonator was re-peaked and a new test report was completed.